Manufacturer narrative:
Service technician was unable to verify customer reported complaint. The device undergone tests. The device passed initial final test and initial alarm volume test. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator experienced end-tidal volume (vte) readings are unstable, bouncing around up and down from set volume. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.